Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness and swelling were noted. The patient underwent a revision procedure wherein the ipg was relocated. The patient was placed on antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the infection was both device and procedure related.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness and swelling were noted. The patient underwent a revision procedure wherein the ipg was relocated. The patient was placed on antibiotics. The patient was doing well postoperatively.